Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with the part number for a replacement main keypad assembly. The biomedical engineer will replace the main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit will be placed back into service for use. The device has not been returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device's power button was sticking and, as a result, not always responsive when pressed. As a result, defibrillation could be delayed if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was later made aware that the customer, a biomedical engineer inspected their device and was unable to duplicate the reported issue. No repair was performed on the their device, and after observing proper device operation the device was returned to use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device's power button was sticking and, as a result, not always responsive when pressed. As a result, defibrillation could be delayed if it were necessary. There was no patient use associated with the reported event.